Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 07/07/2020, belt 07/16/2019.

Event description:
A us distributor contacted zoll to report that a patient passed. The date of passing was not reported. Per clinical review of the continuous ECG recording on the last day of wear, the device was started up at 14:56:16 on (B)(6) 2021. The patient was in sinus rhythm at 80 bpm at 15:27:58. The patient was in sinus tachycardia at 120 bpm with motion artifact and electrode lead fall off at approximately 13:58:45 on (B)(6) 2021. The patient's rhythm transitioned to vt at 280 bpm with CPR/motion artifact at approximately 14:05:17. The patient's rhythm then degraded to vf with CPR/motion artifact, electrode lead fall off, and varying amplitudes at approximately 14:09:06 until the device shutdown at 14:15:30. CPR/motion artifact, electrode lead fall off, and varying amplitudes prevented the lifevest from detecting the arrhythmias.